Manufacturer narrative:
It was reported that the ventilator failed to hold the positive end expiratory pressure. The ventilator has been investigated on site by our field service engineers. It was found that the pressure transducer and expiratory channel printed circuit boards were defective. The machine passed all the tests after replacing them. The provided device logs confirms the reported issue the replaced parts have not been returned for investigation. Therefore, no root cause can be established. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed to hold the positive end expiratory pressure. There was no patient harm. Manufacturer ref. #: (B)(4).